Event description:
It was reported that the patient experienced a urinary tract infection. Symptoms included increased frequency, urgency, and dysuria, cloudy and malodorous urine. The patient was given kelfex 500 mg one po bid x 10 days. The patient outcome was noted as resolved without sequelae as of (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v620561, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).